Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 as the device has not been returned, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. Irl engineer provided the following feedback: ¿stent migration is a known complication of esophageal stent placement, and is noted in the product IFU.¿ as the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution all evo-fc-20-25-12-e devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, potential complications section: ¿additional complications include, but are not limited to: stent misplacement and/or migration¿. As per information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "during outpatient follow up it was discovered that the evolution esophageal controlled-release fully covered stent had migrated. The stent was removed and another competitors' fully covered stent "taewoong" was used. The dr. Often finds the fully covered stents migrate and he prefers the anti-migration flaps on the competitors stents. It is unknown how many times this has occurred in the past and has not been reported to the dm."